Event description:
A customer reported to corporate product surveillance an unknown amount of interlink continu-flo solution sets in which a leak occurred. According to the report, the extension sets were connected to an unknown product when the leaks occurred. The condition occurred during use. There was patient involvement, but there was no report of patient injury, medical intervention or adverse event are associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer.